Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and the clips did not fully advance into the jaw. The device was noted to have the tip of the advancer broken, therefore causing the firing issues. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended but the orange was visible at the 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the device did not fire. Another device was used to complete the case with no patient consequence. One device to be returned for analysis. There is no additional information available about the procedure.